Manufacturer narrative:
E1: initial reporter phone number is (B)(6).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently delivered two inappropriate shocks due to t-wave over-sensing. The patient was evaluated in-clinic, where provocative maneuvers were performed and the device was reprogrammed. Boston scientific technical services (ts) was also contacted and confirmed that the shocks occurred as a result of double-counting. Potential reprogramming options were provided, should the physician prefer this arrhythmia to not be treated. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.